Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, high capture thresholds and loss of capture (loc) in all configurations were observed. The physician decided to remove this lead and finish the procedure with another lead. This lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, high capture thresholds and loss of capture (loc) in all configurations were observed. The physician decided to remove this lead and finish the procedure with another lead. This lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.